Event description:
Customer had been getting high results and was advised by dr to go to the ER. The customer felt dizzy and had blurred vision. At the hosp a lab was performed and the result was 80mg/dl and the hosp device read 80mg/dl. The customers device read 342 and 318mg/dl. The customer was given food to raise blood glucose level. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.